Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not turn off. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device would not turn off. A philips authorized service provider (asp) went onsite and replaced the user interface (ui) assembly to resolve the reported issue. The philips aps replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: it was reported that the device would not turn off. A philips authorized service provider (asp) went onsite and replaced the touchscreen, not the user interface (ui) assembly, to resolve the reported issue. The philips asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.